Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that the patient experienced chest pain. An ablation procedure was completed using an intellanav mifi open-irrigated catheter, an intellamap orion high resolution mapping catheter, a blazer dx-20 catheter, a non-boston scientific diagnostic catheter and four non-boston scientific sheaths. On (B)(6) 2019, the patient presented to outside hospital with chest pain which did not respond to nitroglycerin. An echocardiogram was completed which did not show an effusion. The patient was monitored overnight and discharged with colcrys for pain management. The suspected cause was mild pericarditis. The event resolved on (B)(6) 2020.